Event description:
It was reported that during "opening of the sternum, intraoperatively, it was reported that the saw had failed, which caused myocardial injury". Further details provided stated that this was an elective procedure for atrioventricular septum correction. The blade being used was not reported to have malfunctioned. It was further reported that during the incision in the sternum, the saw went beyond the bone limits and reached structures of the myocardial muscles. The patient died following this procedure.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.